Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation (atrial: no treatment) associated with the transeptal puncture losing height and possible asd appears to be due to challenging patient anatomy (floppy atrial septum). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This will be filed to report an atrial septal defect (asd). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with an abnormal coaptation gap and floppy septum. The first clip (ntw) was inserted, however the leaflets were unable to be grasped due to the coaptation gap. Subsequently, the clip was removed from the patient and exchanged. The second clip (xtw) was then inserted. Upon insertion, it was noted that the transseptal height was lost and no longer holding up the clip delivery system (cds) and steerable guide catheter (sgc). It was also noted that there was a possible asd due to a floppy septum, so the physician decided to remove both the sgc and cds. The procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.